Event description:
It was reported that the patient presented to the ER after receiving inappropriate therapy. High hv impedance and high threshold were also observed. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.